Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during the initial drain. The patient was connected at the time of the alarm and would start over again using new supplies. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, product surveillance spoke with the nurse, who stated there was no medical intervention or patient injury associated with this report. Additionally, the nurse indicated the patient was transferred to hemodialysis. The nurse stated that the transfer to hemodialysis was not related to the baxter products or the device. This complaint for a system error 2240 (air in set) that occurred during the initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.